Event description:
Patient was lethargic and placed back on ventilator, and "vent failure" alarm occurred. Patient bagged and ventilator was switched out.from biomed review: this v500 generated an "alarm system failure" alarm while in use. Requested onsite tech support from draeger. Would recommend reporting this as it interrupted patient care.